Event description:
The pt's stimulation stopped. When trying to use the pt programmer, she only got the 9v light. The pt's pain returned. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).